Event description:
Complainant reported a hole/leak/tear in a gastrostomy tube. There was no report of serious injury or illness associated with this complaint. No additional patient information was provided.

Manufacturer narrative:
The lab evaluation confirms the complaint of a tube hold/break due to a cut/burst of the inflation lumen. There are 48 additional malfunction events reported in the summary table: 43 events for replacement tube failures (including balloon failure and port leakage); 2 events for patrol pump stuttering motor; 1 event for lap j kit sterilization; 1 event for companion pump motor seized; 1 event for flexiflo quantum keypad dome collapse. See scanned pages.